Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist connected with the customer and advised replacing the black band, which resolved the issue. Approval was given to close the case. The system functioned as intended, and the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 had device failed to work properly and was frozen sometimes. This prohibiting user from dispensing medication. Customer troubleshooted with reboot and storage spaces recovery but still issue persist. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.